Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation coverage from his scs system. It was noted the patient's lead moves to one side. However imaging revealed the patient's lead was midline regardless, the patient underwent surgical intervention on (B)(6) 2016 at which the physician attempted to reposition the lead, however it was unsuccessful. The patient will undergo additional intervention to address the issue.